Manufacturer narrative:
The device and the lens were returned. The plunger is oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. Internal scrape marks are observed on the nozzle tip (12 o'clock). This damage may indicate a plunger override. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned. The optic is cut from the edge across the center typical of an implant and removal. The lens dimensions were acceptable using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported "injected abruptly" could not be determined. Internal damage was observed to the nozzle tip. This may indicate a plunger override/underride. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens entered the eye abruptly and caused the zonules to become weakened. The iol was removed and another lens was placed into the sulcus. Additional information has been requested but not received.